Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to unexpected longevity. Elevated thresholds were observed on the right atrial (ra) and right ventricular (rv) leads which remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to be unnecessary because physical analysis was completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.